Event description:
It was reported that the ilet user experienced insulin loss due to leakage when the cartridge was connected to the adapter outside of the pump prior to insertion, which led to accelerated insulin depletion and elevated blood glucose of 326 mg/dl. Education was provided to insert the cartridge into the pump first and then attach the connector, after which the user performed a full supply change correctly and resumed insulin delivery without issue. Symptoms included hyperglycemia. Outcomes included delay to therapy, no long-term health impact, and no need for medical intervention. Investigation included troubleshooting and user education on correct cartridge and infusion set connection. Investigation of this case revealed user technique error resulting in a connection leak at the infusion set or cartridge interface, with no device malfunction observed after correct setup. It was concluded, based on previously established findings for similar reports, that the cause was user error due to improper assembly and that proper technique resolved the issue.